Manufacturer narrative:
Additional information was received that the patient does have competitor's device. No further information could be obtained.

Event description:
A report was received that the patient was experiencing headaches and had positional issue with the scs. It was also reported that the patient's ongoing back pain had worsen with lumbar extension and facet loading with tenderness over the lumbar facets. The patient was given non-opiate pain medication and will undergo a revision procedure wherein the battery will be replaced.

Event description:
A report was received that the patient was experiencing headaches and had positional issue with the scs. It was also reported that the patient's ongoing back pain had worsen with lumbar extension and facet loading with tenderness over the lumbar facets. The patient was given non-opiate pain medication and will undergo a revision procedure wherein the battery will be replaced.